Event description:
It was reported that a user with early-stage dementia missed announcing four consecutive meals while using the ilet, and the spouse expressed concern that unannounced meals would prevent fast-acting insulin delivery and lead to ketones; the current blood glucose was 197 mg/dl and trending down, and education was provided that the pump contains fast-acting insulin, provides automated corrections, and adapts basal delivery to unannounced meals. Symptoms included hyperglycemia and mild stomach discomfort. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface, with the device continuing to correct postprandial glucose without announced meals. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.